Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it did not inflate, which is believed to be related to a pump anomaly. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt, this ipp was thoroughly analyzed in our quality assurance laboratory. The cylinders, pump, and reservoir were visually inspected, microscopically examined, and leak tested. The reservoir passed all tests performed; however, its shell had wear at a fold and tubing wear, which did not affect component performance. The first cylinder bulged upon inflation and a leak, consistent with fatigue, was confirmed at the proximal end. The second cylinder had a leak in the fabric bonding joint, which is likely the result of fatigue. Due to the observed anomalies, the cylinders were not pressure tested. The pump passed leak testing; it was noted that its tubing was worn, which did not affect its performance. The pump did not pass activation testing. Product analysis confirmed the reported allegations of mechanical and inflation issues, as the observed anomalies are likely to have affected the functionality of the device.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it did not inflate, which is believed to be related to a pump anomaly. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications reported.